Event description:
It was reported that the atrial high rate episodes showed misaligned electrogram markers for the implantable pulse generator (ipg). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 407652 lead implanted: (B)(6) 2014. (B)(4).